Manufacturer narrative:
Result of investigation: vyaire medical service technician was not able to verify the reported problem low peep. All testing was performed with a good known test ac adapter and patient circuit connected. Vent passed 120 hours extended tests with no unusual alarms or conditions occurring. Vent failed ts final test pressure & oxygen blending performance for low o2 percentages. Pressure & oxygen blending performance failed for non-conformance with measured o2 percentages at tests 1, 2, and 4. All measured o2 percentages were below lo specifications. Bench testing reveals o2 blender is creating the non-conformance. Replaced o2 blender with good known test o2 blender and vent passed pressure & oxygen blending performance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification : (B)(4). The equipment was received in vyaire facility and placed on extended tests/run-ins. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low positive end expiratory pressure alarm on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.